Event description:
Additional information received from a consumer (con) stated that they have been having trouble with a lot of pain. The patient saw the surgeon who stated the pump was not working so they were planning to replace the pump. The patient mentioned having cracked vertebrae. The pump started alarming, so the healthcare provider (hcp) told the patient to have medtronic¿s to turn it off. The patient did not have a personal therapy manager (ptm) to confirm the reason for alarm. An agent reviewed the alarms must be addressed in person with the clinician programmer and redirected the patient to hcp. An agent recommended hcp to contact medtronic¿s directly as needed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving morphine via an implanted pump. The indication for pump use was spinal pain. The patient reported that they had an appointment with their surgeon this morning and the surgeon stated that they didn¿t think the pump was working. The patient was unable to clarify which part of the implantable system seemed to be malfunctioning when asked. The patient also stated they ¿have a crack in their back and it¿s very painful.¿ when the agent inquired about the event date, that patient stated that they got the crack in their back a couple months ago, and their current physician was giving them shots in their spine but that never touched the pain, so they went to the surgeon who had ¿fixed cracks in my spine before - certain ones.¿ the patient confirmed the pump was not alarming and stated that their next refill was next month.